Manufacturer narrative:
Analysis was performed by the field service engineer (fse) who went onsite to evaluate the issue. The fse was not able to duplicate the issue on demand. Had one of my cs staff verify along with myself that the problem is no longer occurring. Tested and set off test alarm situations and the audible alarms performed as expected. Instructed the customer staff keep detailed notes if the issue occurs again so we can better investigate going forward. No trouble was found. Based on the information available, there was no allegation of product deficiency, and the product was confirmed to be operating per specifications. A review of the service history for this device shows the problem has not been reported again for this device.

Event description:
Philips received a complaint on a patient information center ix indicating that no audible alarms over the weekend. The device was in clinical use at time of event, no adverse event was reported.